Manufacturer narrative:
Rapidport ez strain relief. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and estimated implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The report noted that the original port was attached to the replacement band and will not be returned. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the full event date, exact implant date, exact explant date, diagnostic testing, pt data or further event details. Device labeling addresses the possibility of buckle disengagement or breakage as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation". Caution: "failure to use an appropriate atraumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury to surrounding tissues".

Event description:
Healthcare professional reported. The pt started gaining weight. "Lap-band buckle opened after [approximately 18 months] insitu. The surgeon replaced with new band to avoid the buckle opening again on the original band". The access port to the original band was left implanted and will not be returned.